Event description:
It was reported that a patient underwent a primary breast augmentation with a gel breast prosthesis that ruptured post implantation. Rupture of the patient¿s right breast prosthesis was diagnosed via MRI. Additionally, the patient developed hardening in her right breast. As a result, the patient underwent bilateral explantation and replacement with mentor memoryshape breast implant 245cc gel breast prostheses on (B)(6) 2024. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5160451.